Manufacturer narrative:
(B)(4). The reported customer's experience of pump would not calibrate was confirmed and replicated. Inspection of the internal components showed clear fluid residue on the side of the secondary pumping finger. The primary pumping finger was stuck inside the bezel in the fully extended position. When removed, a white crystallized substance was observed in the grooves of the bezel where the finger slides in and out. The fluid residue was removed from the internal components and the pump was retested and found to be infusing within specification. The root cause of the rate accuracy issue was due to the dried fluids discovered on the bezel assembly and primary and secondary pumping fingers. The primary finger was stuck in the fully extended position. The device was repaired and sent back to the customer after passing all service level testing.

Event description:
Customer sent in device with report of pump would not calibrate during the preventive maintenance process. It was indicated the pump was not involved in any patient incident.